Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) reboot the system and reseating of the drawer connections were performed, restoring normal operation. Post repair testing was completed and the drawer tested good. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred. Auxiliary drawer 1 full height was not detected on the pyxis bus. The customer was unable to unload or release cubies or reconfigure the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.